Manufacturer narrative:
The customer elected to replace the glidescope avl video baton 3-4 at the time of this report the device has not been returned to verathon for evaluation, however the device has been requested. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image produced by the baton was green and the screen displayed the "attach video cable" message. No delay in the procedure or use of a back-up device was reported. No harm to the patient was reported.